Event description:
Dr. Reported that an implant was easily removed from site.

Manufacturer narrative:
The component was found to be a 0802 instead of the 0402 reported. No other observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr's office.